Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this case closed to CAPA.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
Asr revision reported via sales rep.asr xl.left.litigation papers allege pain, stiffness, disfigurement, and bodily injury.patient had hip revision for asr hip. Pt has had cobalt / chromium levels and pain. Implants removed and new cup, liner and headball implanted.

Event description:
Litigation papers allege pain, stiffness, disfigurement, and bodily injury.